Event description:
From distributor's report, family member's call received and call was returned. The adhesive was used to close a laceration below the left eye of the caller's family member (pt). During the procedure the adhesvie seeped into the patient's left eye and it was glued shut. The family member reports the ER doctor applied bactrim ointment and tried to open eye, but was not successful. Family member reported they were sent home and instructed to continue applying ointment and the eye would eventually open. Requests for details regarding product placement, measures taken to treat patient and current condition have not been answered.